Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flow control valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that positive end expiratory pressure was higher than expected. There was no report of patient involvement.